Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected. The cannula tip was bent in returned condition. Examination of the hub found marks or scratches that would be attributed to a surgical instrument. After an analysis and based on the condition of the sample, the root cause is potentially related to an error during the suppliers assembly process of the cannula. Based on the location of the fracture and rough edges on the cannula, it is possible the tip was damaged as a result of a supplier manufacturing related error. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. The supplier has been made aware of the issue. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of the blue cannula was found bent during vitrectomy surgery. It was unknown if the surgery was completed. No patient impact was reported.